Event description:
It was reported by service report that the left siderail was broken. The rail was not able to lock up in the upright position. No patient involvement or adverse consequences are reported.